Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the device was found in a deceased left ventricular assist device (lvad) patient. When the device was interrogated, it was found the device appropriately shocked the patient, but the ventricular fibrillation (vf) continued to be detected. The healthcare provider does not think the device contributed to the patient¿s death, but they still want analysis to be performed.

Manufacturer narrative:
Analysis was normal. No anomalies were found.